Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead could not be fixed during the implant procedure. Lead kept on dislodging. Procedure was completed successfully using another lead. Patient¿s condition was stable.